Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that after the endoscopic retrograde cholangiopancreatography (ercp) procedure, the single use distal cover was reported missing from the evis exera iii duodenovideoscope during withdrawal of the device. It was assumed the distal cap was left in the patient due to incorrect attachment, therefore the team used an ogds scope to locate the distal cap and did not find it in the gastrointestinal tract. When the anesthesia team performed extubation, the distal cap was found in the patients oral cavity. The intended procedure was completed with the same device. No patient injury was reported. Related patient identifier: (B)(6); (B)(6) (sn: (B)(6)) single use distal cover.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide with correction to the initial with information inadvertently left out (ga23378762-1 and h4) and correction to the initial (d9 and h3). It was unknown whether anti-fog agent was used. It was unknown whether the user confirmed that the distal cover did not come off by pulling or twisting. It was unknown whether the distal cover was pushed until hook of the subject device was fully visible within the distal cover opening. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to due to insufficient attachment of the distal cover to the subject device. However, the root cause of the suggested event could not be specified. The event can be detected and prevented by following the instructions for use which state: "detection method is described in 4.1 of chapter 4 in operation manual. Preventive measure is described in 3.5 of chapter 3 in operation manual." Olympus will continue to monitor field performance for this device.